Event description:
Boston scientific received information that the non-boston scientific atrial lead with this implantable cardioverter defibrillator (ICD) was not sensing appropriately and interrogation revealed a detection value of 0.6 mn. In addition, low out of range impedance measurements were obtained. An internal technical service (ts) consultant was contacted regarding programming rhythm identification (rid) setup to function without atrial discriminators. Ts provided programming options and recommended considering atrial lead measurements "off". This information will be provided to the physician and a decision was made to deactivate the atrial lead and program this device to vvi pacing mode. The right ventricular lead displayed noise and oversensing, however did not result in asystole. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.